Event description:
It was reported that during a low anterior resection procedure, on second firing, 1 cm of the staple line was not stapled. Two devices of different product codes were used (double stapling technique) to complete the procedure. There was no pt consequence.